Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully in p2, reducing mr to 1. The procedure was straight forward with no issues. However, the next day, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr had increased to 4+. On (B)(6) 2021, one clip was implanted for stabilization, reducing the mr to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) was a cascading event of reported slda. The reported patient effect of mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - clinical codes, health effect - 4582 removed.